Event description:
During an ep procedure, when removing the introducer and ablation catheter together, a plastic like piece was noted to be hanging from the tip side. The catheter was removed from the introducer, and plastic piece was taken from the tip side of agilis. The whole length was the same as agilis introducers body. They exchanged introducer to continue the procedure.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident remains unknown.